Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02731, 3005168196-2021-02733.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coil) and penumbra smart coil detachment handles (handle). During the procedure, the physician advanced a smart coil to the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil but, the coil still failed to detach. Therefore, the smart coil was removed. Subsequently, the same issue occurred with another smart coil. It was reported that attempts were made to detach the smart coils with two different handles. The procedure was completed using two additional smart coils and the second handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed the pusher assembly was returned stuck inside a non-penumbra microcatheter. The pusher assembly was able to be removed with resistance. Further evaluation revealed the pusher assembly was fractured on its proximal end, the pull wire was retracted from the pusher assembly ddt, and the embolization coil was detached. This damage was likely due to the manual detachment during the procedure. Evaluation of the non-penumbra microcatheter revealed an ovalization. This damage may have contributed to resistance while advancing the smart coil and the root cause could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report numbers: 1.3005168196-2021-02731. 2.3005168196-2021-02733 h3 other text : placeholder.